Event description:
A pt reported blood glucose results of "288 mg/dl, 146 mg/dl, 74 mg/dl, 63 mg/dl, 69 mg/dl, 104 mg/dl, and 71 mg/dl," with a lifescan meter, performed within 10 monites of each other. The meter, test strips, and control colution were replaced.